Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the pump's black box data from the date of the alleged event had been overwritten due to continued use of the pump. The current black box data showed unexpected pump reboot events on (B)(6) 2016. There was evidence of moisture contamination behind the display lens. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the pump.